Event description:
"The patient called 24 hours later with rigors that spontaneously resolved. At 36 hours post-procedure, she went to the ER with fever. A CT-scan showed abnormal changes in the myometrium along with fluid and free air in the pelvis. She was taken to the or for a laparotomy. Upon entry into the abdomen, bowel contents were noted. A portion of bowel was adherent to the posterior wall of the uterus. The bowel was dissected off of the uterine wall; blanching of the uterine serosa was noted along the posterior fundus consistent with thermal injury. A thermal injury with perforation was identified on the small bowel at the distal ileum. A resection with primary anastomosis was performed. The patient was discharged home in stable condition after one week of hospitalization".

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications (B)(4).

Event description:
It was reported that an uncomplicated novasure endometrial ablation was performed by a physician on (B)(6) 2018. The next day the patient was "admitted and underwent surgery including a bowel resection". No additional information was received.

Manufacturer narrative:
The radio frequency controller (rfc) was returned on 06/07/2018: rf controller s/n (B)(4) passed all functional testing. This observation will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.